Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false negative result with the binax now covid-19 antigen self test. The customer stated that he was previously tested positive for covid-19 and wanted to know if he was still infected. As per the customer, both testes came back negative, additionally, the customer stated he had a test done, and was sent to the lab, and generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against this trend code are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.